Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, it was observed in a practical workshop with the proximal femoral nailing system (tfna) team that the central hole of a multi drill sleeve was not permeable to the guide wire. This piece of instruments is essential for orientation in the opening of the medullary canal and is used by some specialists. There was no patient involvement. This report is for one (1) multihole wire guide. This is report 1 of 1 for (B)(4).